Event description:
It was reported that prior to a lap gastric bypass procedure, they could not get device to test correctly. Unknown of any error code. Case completed with another device of the same product code. No patient consequence.